Manufacturer narrative:
Concomitant medical products: 6947m62, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited atrial undersensing and small p-waves were noted. As a result, the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapies. The atrial sensitivity was re-programmed and other programming changes were made. The ra lead remains in use with plans to be replaced at the time of generator change out. No further patient complications have been reported as a result of this event.